Event description:
It was reported that during a rectum procedure, the head is not connected to the body. The head of the stapler wouldn't fit with the trocar. Another like device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.